Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display, open book image before it turns blank. The customer¿s blood glucose level was 7.4 mmol/l at the time of the incident. Customer stated the display was blank less than 30 seconds and then returned. Customer stated insulin pump had crack at back and was exposed to moisture. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.